Event description:
It was discovered in the beckman coulter inc (bci) warehouse that an ise reference bottle leaked.no injury was reported.

Manufacturer narrative:
No additional information is available for this event.